Event description:
The customer reported to olympus that the lcd monitor screen was black. The monitor was repaired half a month ago for the issue and the problem persist. The issue was found during a preparation for use of an unspecified procedure. The patient was not under anesthesia and the procedure was completed using a similar device. There were no reports of patient or user harm.

Manufacturer narrative:
The device was returned to olympus facility for evaluation and the customer¿s allegation was confirmed due to a defective circuit board (qb board). The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "image blackout" was caused by a printed circuit board failure. Olympus will continue to monitor field performance for this device.